Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported via phone call that the customer was wearing the insulin pump during the low blood glucose event. However, the customer stated the incident was not related to the insulin pump.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose on (B)(6) 2017 with unknown blood glucose at the time of the incident. The customer was in a car accident due to the low. The customer stated the low was caused by their meter not sending blood glucose readings to the pump. The customer was most likely wearing the insulin pump during the incident. Troubleshooting was completed and the meter was successfully linked to the pump. The insulin pump will not be returned for analysis.